Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was not confirmed. Product evaluation and results: not performed as no product was returned for evaluation. No photographs were provided for review. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non- conformity or unanticipated hazard. Device not returned.

Event description:
At (B)(6) 2010, primary tha was done with accolade stem and adept head(179-448) and adept cup.(172561). At (B)(6) 2018, in the preoperative plan, the surgeon scheduled that the cup and the head were replaced and the stem was not replaced. However, the taper lock of head and neck of stem was not worked. And the neck of the stem was scraped. Therefore, the stem and head and cup were changed the new same devices. As per email update: the neck of the stem was reduced with polishing by age. Cup was loose.